Event description:
It was reported that the device is alarming when powered on. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Damaged lens was observed. No error was found in event history log. Reported problem was duplicated during power-up test and device had a fault code of "44431 -flash chip reports error". The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace main print circuit board.